Event description:
The patient stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 598 mg/dl. The patient also experienced dry mouth, headaches, nausea, shortness of breath and vomiting. The patient stated that her blood glucose levels were fine when she was being treated in the hospital, but once she went back on the insulin pump, her blood glucose elevated again. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap was noted. The insulin pump passed the prime test, but she didn't have a tubing clamp for the high pressure test. Tubing clamp was mailed to the patient. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.